Manufacturer narrative:
The insulin pump alarmed compromised force sensor during basic occlusion test due to loose/protruded drive support disk. Analysis was unable to confirm prime anomaly or continue with testing due to compromised force sensor alarm. The pump was received with minor scratched lcd window, cracked reservoir tube lip, and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 306 mg/dl. The customer states they are unable to exit the "preparing to prime" loop. The customer reverted to their back up plan, syringes. The customer states they did not receive a second series of beeps, nor did the numbers appear on the screen. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.